Manufacturer narrative:
(B)(4). The returned flexima biliary preloaded was analyzed, and a visual evaluation noted that the guide catheter was stretched, kinked and detached. The push catheter was kinked and buckled. The stent and suture thread was not returned. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is most likely that user manipulation while setting up the device through the endoscope, some technique applied during procedure and/or even tortuous anatomy could have contributed on the kinks along the push catheter, the push catheter kinked provided resistance to remove the guide catheter, as consequence of this condition the user may have attempted to pull out the guide catheter with a great amount of force/tension which ended kinking it and stretching it, during the procedure all these conditions finally leaded the detachment of the guide catheter and the buckle of the push catheter, in summary the delivery system experiences difficulties to deploy the stent based on all the problems found. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) /product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography stent placement procedure in the right hepaticus, performed on (B)(6) 2021. During the procedure, the nurse inserted the stent into the working channel of the duodenoscope. The outer orange sleeve was placed to hold the stentbarb down for insertion. The flexima with delivery system was advanced through the scope channel using short strokes until the flexima was in the right position. The tuohy-borst adapter was loosened and the catheter and the guidewire were pulled back to deliver the flexima but there was resistance and the guide catheter coiled and the stent failed to deploy. Another stent of a different model was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of guide catheter broken.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable investigation result of guide catheter break. Block h10: the returned flexima biliary preloaded was analyzed, and a visual evaluation noted that the guide catheter was stretched, kinked and detached. The push catheter was kinked and buckled. The stent and suture thread was not returned. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is most likely that user manipulation while setting up the device through the endoscope, some technique applied during procedure and/or even tortuous anatomy could have contributed on the kinks along the push catheter, the push catheter kinked provided resistance to remove the guide catheter, as consequence of this condition the user may have attempted to pull out the guide catheter with a great amount of force/tension which ended kinking it and stretching it, during the procedure all these conditions finally leaded the detachment of the guide catheter and the buckle of the push catheter, in summary the delivery system experiences difficulties to deploy the stent based on all the problems found. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction updated b5

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography stent placement procedure in the right hepaticus, performed on (B)(6), 2021. During the procedure, the nurse inserted the stent into the working channel of the doudenscope. The outer orange sleeve was placed to hold the stentbarb down for insertion. The flexima with delivery system was advanced through the scope channel using short strokes until the flexima was in the right position. The tuohy-borst adapter was loosened and the catheter and the guidewire were pulled back to deliver the flexima but there was resistance and the guide catheter coiled and the stent failed to deploy. A different manufacturer's stent was opened and used to successfully complete the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of guide catheter broken.